Event description:
In 2009, the pt reported experiencing elevated blood glucose due to a bump beneath her infusion site location. She stated that she noticed the bump when the infusion site was removed. The infusion site had been in place for 3 days. She stated that she is not allergic to the adhesive that the infusion set did not appear to be damaged. She treated the area by allowing it to heal and by choosing another location. She stated that she changed the infusion site at approximately 7:00 pm and began bolusing (amounts not provided) to lower her blood glucose. Upon follow up atabout 5 days later, the pt stated that her blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged products were discarded. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.